Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing a power error 25 alarm and a blank screen display. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was given steps to follow and to call back should issue persist.